Event description:
Intubated patient transferred from osh (outside hospital) with worsening respiratory distress, and metabolic disease. Patient arrived with 2.5 endotracheal tube, nasal gastric tube, and PICC line. Accepting hospital did chest x-ray approximately four hours after arrival, but determined catheter piece to be "outside" patient due to size. Next day, accepting hospital reintubated with tube over tube exchanger, then later advanced ett approximately 0.5cm. Chest x-ray approximately eighteen hours later revealed approximately 6cm piece of broken suction catheter below the tube extending from the trachea down into the right lung base area. Due to patient's size and serious condition, surgery declined to remove. Patient become extremely distressed several hours later. Respiratory declined and decision was made by attending md to retrieve catheter. After multiple attempts the catheter tip was removed, but patient continued to deteriorate and expired. Per osh films, patient may have inadvertently transferred with broken catheter piece.